Event description:
It was reported that the patient experienced a loss of stimulation "in the last week or two". The patient was implanted three weeks prior to the report. There were no known falls or trauma associated with the event. It was reported that there were high impedances. Electrodes 0, 1, 8, and 9 were all above 10,000 ohms. All other electrodes were where in the "normal range", 800-1700 ohms. It was noted that the impedances were "normal" post operation and the patient was feeling stimulation. Two weeks after implant the patient no longer felt stimulation, even at 10.5 v. The patient was reprogramed around the electrodes with high impedances, but then the patient was not able to feel stimulation high enough on their back. Four days later it was reported that the cause of the issue was not determined and there were no malfunctions were seen. The patient was reprogrammed. The doctor took x-rays of the lead. There was no notice of lead migration or any apparent damage. The patient was "stable" and will follow up with their doctor on (B)(6) 2013. Two days later it was reported that the patient was "pleased" with the outcome.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).